Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. In addition, the following non-reportable malfunctions were found during the device evaluation: low angulation. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related to the biopsy channel that was damaged while the user was handling the subject device. Fluid invaded from the damaged location and caused the damage of the printed circuit board in the scope connector resulting in the malfunction reported. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found having no image with error code e315 due to heavy fluid invasion at the body control unit and scope connector even after aeration. Additionally, scope ID data verification information lost, the leak test for the scope was unsuccessful, leading to air/water leakage from the channel. Distal end plastic cover and bending section cover had chips and scratches. Forceps passage was seen with heavy leak due to tear, severe scrape marks and corrosion inside. Conduction test failed for bending section between distal end and connector. Insertion tube had scratches and heavy kink underneath boot. Control body and scope connector had corrosion and fluid invasion and wrong label was attached. The investigation is ongoing a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope had noise across and the subject cannot be recognized due to snowy appearance. The issue was found during reprocessing. There were no reports of patient harm.